Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited the coating on the insertion tube is peeling off (1 mm or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that physical stress was applied to the device causing the incident. The event can be detected/prevented by following the instructions for use which state: "3.6 inspection of the endoscopic system". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.